Event description:
It was reported that the biomedical engineering department discovered that a basic IV set can be loaded backwards through the infusion pump and create solution flowing backwards without the pump alarming. The hosp contact feels this is a significant issue and they would like to use only IV sets with checkvalves as a precaution. There have been no clinical incidents of this occurring at the hosp.